Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing with pacing inhibition. There was no evidence of asystole. An x-ray revealed a lead fracture. Surgical intervention was performed and the lead was capped. No adverse patient effects were reported.

Event description:
Additional information received indicates that the location of the fracture was in the clavicle/first rib area. It was also noted that the lead was not well secured to the suture sleeve area.